Event description:
It was reported that the right atrial (ra) lead was dislodged. The physician elected to explant the lead and implant a new ra lead to resolve the event. The patient was stable with no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The physician elected to explant the lead and implant a new ra lead to resolve the event. The patient was stable with no additional consequences.